Event description:
While the physician was resecting on a turp utilizing a force 40 bovie at usual settings, the reusable active cord suddenly popped and sparked. It came apart near the resection scope connection. It was replaced immediately with a disposable active cord. No pt injury.